Event description:
The patient underwent shoulder replacement surgery and expressed ongoing concerns about dislocation, seeking a more lasting solution. The patient experienced a fall and humerus fracture, . In a recent call, they mentioned a fall resulting in a shattered humerus and subsequent stem replacement. They tested negative for a joint virus. Their medical history includes initial surgery for arthritis in their shoulder and a stem replacement procedure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The patient underwent shoulder replacement surgery and expressed ongoing concerns about dislocation, seeking a more lasting solution. The patient experienced a fall and humerus fracture, . In a recent call, they mentioned a fall resulting in a shattered humerus and subsequent stem replacement. They tested negative for a joint virus. Their medical history includes initial surgery for arthritis in their shoulder and a stem replacement procedure.

Manufacturer narrative:
Corrections: h6 device code, h6 clinical code the reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. Since data were provided, the opinion of a medical expert was sought and stated as following: "in the postoperative period the patient had a traumatic periprosthetic fracture after a fall, that lead to a revision of the humeral stem on (B)(6) 2023). The root cause for the event was a fall that led to a periprosthetic fracture. Female sex and age are risk factors for proximal humeral fractures in general and this case is no exception to that. I would like to conclude that this was a proximal humeral periprosthetic fracture after an adequate trauma". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In this case, the patient conditions may have strongly contributed to this event (post-operative traumatism and patient risk factors). More detailed information about the complaint event (postop x-rays after the primary surgery) as well as the affected device (replaced) must be available in order to clearly determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.